Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was annoyed when port two completely disconnected from the controller itself and had exposed wires.  There was no noted alarms or pump off time associated with this issue.  The controller was exchanged.  The patient tolerated the exchange well and had minimal pump off time.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the controller failed visual inspection due to a loose power port 1 and a disconnected power port 2 connector from the controller. During functional testing, the controller generated a critical battery alarm, indicating that the controller was unable to communicate with an external battery. Further analysis found that the locknut inside the housing was found completely detached from the power port 2 connector, allowing the locknut to migrate freely between the power board and main controller board. Internal inspection of the controller revealed a damaged transient voltage suppressor (tvs) diode on the communication. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Additionally, a pin connector and the integrated circuit (ic) responsible for the communication between the controller and batteries were damaged, likely due to the damaged diode. It was observed that the loose locknut likely caused these components to short. The controller was still able to accept power from a battery but would trigger a critical battery alarm when a battery was connected to power port 2. A possible root cause of the damaged internal components can be attributed to a loose locknut migrating freely between the power board and main controller board. This likely caused the internal components to short and prevent the controller to read the battery's information. Based on an investigation conducted under scar2015037, the most likely root cause of the reported loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. An internal investigation has been opened by the supplier to address loose connectors. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.